Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial # (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jun-2018, (B)(4). Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient receiving hydromorphone at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the new personal therapy manager (ptm) that the patient just received showed poor communication icon. The patient had to flip the pump sometimes since he had lost 10 lbs 3 to 4 weeks prior to the time of the report. No further complication was reported. Additional information received from the representative indicated that the patient was scheduled for a dye study on (B)(6) 2018. No further complication was reported. Additional information was received from the hcp via the manufacturer representative (rep). It was reported that the patient had sub-level relief. A dye study was done; it was determined that the pump was flipped, and the doctor was able to flip it again during the procedure. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The patient was receiving dilaudid (5 mg/ml, 1.7 mg/day) intrathecally. The patient was being scheduled for a pump and possible catheter revision. The patient status was 'alive - no injury.' No further complications were reported. Additional information was received from the hcp via the rep. It was reported that the cause/reason for the dye study was a loss of efficacy. The catheter was not able to be aspirated. The patient would be scheduled for a catheter revision. The cause of the weight loss and current weight info was not made available. No further complications were reported.